Manufacturer narrative:
(B)(4). 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that unspecified transmitter issue occurred. The product was evaluated. An external visual inspection was performed and passed. Perform voltage test was performed and passed. Nordic bluetooth pairing test was performed and passed. A review of the share logs was performed and transmitter failed error was found within the investigation window. The allegation was confirmed. The probable cause was determine to be a transmitter failed error due to a defective transmitter. The reported event of unspecified transmitter issue occurred is reportable based on the finding of transmitter failed error. No injury or medical intervention was reported.